Event description:
The customer reported via phone call that the insulin pump had a scrolling keypad and alarmed button error. The customer stated that he had tested his blood glucose, went to do a bolus, and when he entered his blood glucose value, the numbers kept scrolling without stopping. He took the battery out and reinserted it into the insulin pump before it alarmed button error. The customer's blood glucose was 404 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation. The operating currents are within specification and no battery out limit alarms noted. The insulin pump has minor scratches on the lcd window.